Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Circuit breaker 2 was reset and a loose connection in the power plug was reseated. The system was then found to be operating as intended.